Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause for the foreign material to remain on the foreceps elevator wire could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation of the ultrasound gastrovideoscope, foreign material was found on the foreceps elevator wire. There was no patient involvement.